Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating a high airway pressure. The evaluation of the provided logs shows that high pressure alarms were active during ventilation, e.g. Paw high, peep high, high continuous pressure, peep low, regulation pressure limited, peep high, vt insp. Overrange, expiratory minute volume: low, o2 concentration: low and inspiratory flow overrange. According to investigation by our field service engineer (fse) on site, the membrane of the expiratory cassette contained dirt that may have contributed to the ventilation issue. The expiratory cassette and its membrane were cleaned. The fse also confirmed the high pressure alarms. However, a pre-use check was performed and approved. The software was updated to a higher version. The device passed all functional and safety tests according to factory specifications, was returned to the customer and approved for clinical use. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).